Event description:
It was reported to medtronic minimed that the display of the insulin pump was blank. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for display issues, and the customer reported that the battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. Troubleshooting was performed for damage, and the customer reported damage to the battery tube side, and the functionality of the pump was affected. Troubleshooting was performed for fluid in the pump, and the customer reported that the fluid was in the pump and all buttons were responsive. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump was received with a flashing white display. Unable to perform the sleep current test, active current test or self test due to flashing white display. Unable to download history files or traces due to the flashing white display. The pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked case (battery tube) and pillowing keypad overlay cosmetic damage was confirmed during analysis with cracked battery tube threads and cracked case (battery tube). Flashing white display due to moisture damage on the electronic assembly, motor and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.